Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site resulting in the decision to explant the device. Explantation surgery is scheduled however has not occurred to date. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The device is not available for analysis. This report is filed january 28, 2016. The device is not available for analysis.